Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise of shock impedance measurements over the past year ranging from 80 ohms to around 130 ohms. Technical services (ts) recommended bringing the patient in to check the measurements with isometrics. Ts also noted a rise in pacing impedances. This rv lead remains in service and no adverse patient effects were reported.